Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076-52, lead, implanted: (B)(6) 2003. (B)(4).

Event description:
It was reported that the patient experienced sharp pocket pains and discomfort multiple times per month during the last few months. The right atrial (ra) lead had been reprogrammed from unipolar to bipolar due to numerous non-physiologic episodes and at the changeout was initially programmed unipolar due to noise in bipolar configuration. The lead was reprogrammed now back to unipolar and was later capped and replaced. No patient complications have been reported as a result of this event.